Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation revealed a kinked stylet returned inserted in the lead with cut noted in the insulation from terminal pin. Product analysis confirmed that the lead insulation has been cut which caused the presence of blood fluid in the lumens. Additional analysis was performed due to newly added allegation. Lead dislodgement could not be confirmed by analysis. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) insulation lead was dissected intentionally in order for the guidewire to be inserted into the vessel maintaining the venous access. Additional information confirmed this rv lead was also dislodged, so the physician decided to replaced it. This lead was explanted. No adverse patient effects were reported.